Manufacturer narrative:
(B)(4). On (B)(6) 2021, customer deceased. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0870 inches. The following were noted during visual inspection: minor scratched display window, scratched case, scratched display window cover, cracked case at corner of the belt clip rail, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The insulin pump did not have a battery installed when received. The insulin pump passed the functional testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer passed away. No further information was given due to data protection. The insulin pump was returned for analysis. The case is reported on basis of failure analysis.